Event description:
User received an erroneous potassium result for one patient sample. Initial result was 31.7 mmol/l, sample was automatically repeated and yielded a result of 32.6 mmol/l. The result of 31.7 mmol/l was reported. The physician questioned the result and requested repeat testing. The test was repeated a few hours later and generated a result of 3.8 mmol/l. The results were corrected to 3.8 mmol/l. No adverse effects were incurred by the patient as no treatment occurred based on the erroneous result. The filed service rep determined the low results were due to the sample probe. The sample probe was replaced, and he aligned the probe to both ise modules and sample racks. Performance tests were performed.